Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 30-degree endoscope plus instrument does not click when trying to spin. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was making a clicking sound when rotated. No additional information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.